Manufacturer narrative:
H10: defective electronics and power (e/p) pack was sent to manufacturer site for detailed investigation and repair: the reported issue could not be reproduced. The unit was without sensor modules. During the investigation it was determined that the batteries must be replaced for safety reasons, battery mount was found bent and also hex and hus boards were replaced. Moreover, red remote control extended switch was found broken and was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. No other similar events were recorded on the involved electronics and power (e/p) pack, which was manufactured in march 2009. Based on the information collected and considering that: the device at the customer site was working properly despite the alarm reported by the hospital, no anomalies were observed during tests at the manufacturing site, it cannot be ruled out that the over-current detection (the value of current exceeded a threshold value for a particular length of time) could be due to external factors and not related to an intrinsic defect of the device.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the e/p pack, s5 system. The incident occurred in cedex, france. Through follow-up communication livanova learned that after the s5 system was plugged into one of the outlets of the corrugated sockets in the operating room, the system went into alarm to signal a short circuit. The s5 system was working, but it has been set aside by the customer to avoid a risk of interruption during the procedure. The reported issue occurred when the patient was not still incised and another s5 system was put in place in order to continue the case. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, electronics and power (e/p) pack was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Defective electronics and power (e/p) pack was sent to manufacturer site for detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 system gave an overcurrent alarm when was plugged to the operating room socket. The issue occurred before starting the procedure. There was no patient injury.